Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix during the attempted implant.

Event description:
Boston scientific received information that during attempted implant, while attempting to secured the helix into the atrial wall, the physician reported the helix coil failed to extend as intended, thus preventing the lead from being correctly secured. The lead was removed and returned for laboratory analysis. Another lead was successfully implanted and the procedure completed in absence of adverse patient effects.